Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported the procedure was being performed in the procedure room of the access center. The ptd was placed into the pts arm and the first pass was made. At which time, they noticed the tip came off. The physician aspirated the tip out of the pt and continued using the device to complete the procedure. There was no delay in treatment and no pt death or complications were reported.